Manufacturer narrative:
Iris field service engineer was sent to the customer location and the fse found broken tubing, due to wear, above the filter. The fse replaced the sample tubing from above the filter to the pbv, p/n: 700-3895, to resolve the leak. The fse re-reran controls and the controls passed. The system was operational. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated they are failing controls on their iq200 instrument when they discovered a leak at the top of the probe. The customer discovered the sample line from the probe to the pipettor bypass valve (pbv) was broken causing the leak. The customer stated there were no erroneous results generated or reported out of the lab.